Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump time was inaccurate. Reportedly, the pump time was "off by 5 minutes". Customer declined to upload pump data for review. Tandem technical support guided the customer through adjusting the pump time to be accurate. Customer's blood glucose level was 110 mg/dl.